Event description:
During evaluation of a returned spectrum infusion pump, the device had a new alternating current (ac) power adapter installed but the pump did not display a 'battery charging or charge complete' message on screen. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device did not display a 'battery charging or charge complete message' on screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be a failed input/ output (I/o) board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.